Manufacturer narrative:
Insulin pump passed displacement test, sleep current measurement and active current measurement. Insulin pump was monitored and tested with no unexpected battery power loss and low battery alert noted. Pump error 63 alarm during self test and confirmed in the insulin pump history file due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had replace battery now alert reoccurred after three minute of entering a new battery. Customer's blood glucose value was 129 mg/dl. The customer assisted with troubleshooting. Customer states they did not received a low battery alert prior to replace battery now alarm. The device will be returned for analysis.